Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1:(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp secondary medication set leaked out of the open vent. This was observed during patient use. The secondary set was connected to a primary line for infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.